Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead threshold was high. The lead was not used and another was attempted, but the threshold was also high with the second lead. The physician elected to not implant a lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.